Event description:
A patient reported experiencing inaccurate erratic results with a ot profile meter. The patient's blood glucose results were 104mg/dl, 144mg/dl. Tests were done within < 10 mintues with a difference of 29%. Patient did not experience any advere events. No further information has been reported. *note - customer cleaning meter incorrectly.